Manufacturer narrative:
Exact date unknown, event occurred few days ago from the aware date.

Event description:
It was reported that following a revision procedure (MFR report number 3006630150-2020-04798) wherein an electrocautery was used, the battery was fried and was unable to be used. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.